Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed batt test alarm or prime/fill anomaly due to unresponsive button. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had cracks near the battery compartment, diminished battery life and rejected new batteries. Customer also stated that insulin was squirting during manual prime process. The customer's blood glucose level was unknown. Customer declined troubleshooting. The insulin pump was returned for analysis.